Manufacturer narrative:
Patient information was not made available from the site. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a l4-s1 fusion spine procedure, the surgeon alleged an inaccuracy using the site's solera 5.5/6.0 screwdriver and screw system. The screws were being placed laterally because the screws could not be tightly seated to the driver. Four screws required re-positioning. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
(B)(4). A medtronic representative reported additional event details. The alleged inaccuracy was approximately 5mm. The procedure required a deep incision . The l5 right had side screw had to be re-positioned. The surgeon saw the initial placement and decided to re-position the screw. Toggle was mainly observed when trying to re-position the screw: when attempting to re-position the placement the surgeon used the previously drilled hole as the starting point and attempted to get a slightly different angle. The surgeon was using the solera driver (with a screw attached) to determine the best trajectory when the toggle was observed. The site went through 5 screws total to get the l5 screw in the proper position. The same driver was used until the (5th replacement screw at l5) final screw. The surgeon requested a non-navigated driver to place final screw. The navigated driver used in this case has been in use for less than 6 months and the site chose not to replace the device. No navigation parts were returned to the manufacturer for analysis.